Event description:
The customer reported the system exhibited corrupt file errors. This issue will preclude the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.